Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. Troubleshooting is pending to update the software. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information was provided that the wireless software update was performed, clearing the eri message.